Manufacturer narrative:
Implanted date: device was not implanted; explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal evolution device dilator would not stay locked into the sheath. When advancing over the wire, the dilator would separate from the sheath and push back. They used a new angio-seal and it worked fine. There was no harm to patient. There was no blood loss and no patient injury. There were no other devices or equipment used with the reported product. Additional information was received on (B)(6) 2018. The procedure being performed prior to use of the angio-sea device was a left heart catheterization (lhc). The sheath sized used was a 6fr. A pre deployment angiogram was performed. The dilator would not lock in the angio-seal sheath as it was advanced, the sheath would back out. The patient was reported to be stable.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update and to provide the completed investigation results. One 6fr hemostatic sheath and arteriotomy locator were received for product analysis. Visual inspection revealed that both components were incompletely mated with each other. The opened but unused carrier tube assembly was returned as well. No outward anomalies were noted. Functional testing was performed, the arteriotomy locator was inserted in the hemostatic sheath. When the two components were completely mated without any insertion difficulty, a tactile and audible click was felt and heard, respectively. There was also noted resistance to dislodging the arteriotomy locator. The blood inlet holes were also properly aligned. The outer diameter of the locator was measured to be 0.0908", which is with in manufacturer specifications. There is no evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.